Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 475 mg/dl with ketones. Reportedly, customer was admitted to the hospital due to malfunction stopping insulin delivery causing bg to elevate. Healthcare provider identified the ketones as dangerous. A correction bolus was delivered via the pump prior to the hospitalization to address bg. Customer was treated with saline, pain medication and an insulin drip. Reportedly, customer reverted to manual injections for insulin therapy. Customer was released from hospital on (B)(6) 2020 with the issue resolved and no permanent damage.